Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver was analyzed and found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable exhibited abnormal sharp edges or damage that would have contributed to the cable fraying. Scratch marks/abrasions to the distal clevis is the affected surrounding component. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during central processing, a wire of large suturecut needle driver was broken. There was no report of patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.